Event description:
It was reported that the patient was being monitored by a finger probe connected to a remote pulse oximetry unit and that the alarms had been checked throughout the night. However, when the patient care assistant entered the room at 7:02 a.m., she noted the patient's tracheostomy tube sitting on her chest. A code was called and the patient was then transferred to the emergency department (ed) where she was pronounced dead. It was hypothesized by the customer that the pulse oximeter cable may have been pulled out by the patient resulting in a partial disengagement between the probe and the cable and/or the cable and the monitor. The continuing customer hypothesis is that with such a disengagement, the unit remains on with an illuminated screen but the physiological data may not be transmitted from the patient to the monitor and the alarm does not activate. Multiple requests have been made to the customer for return of the device for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The service history for this serial number was investigated for similar complaint mode. No similar complaint mode was found in the service history. The customer reported failure is known and action has been taken under manufacturing corrective actions to address this error code.